Event description:
Facility reported a new fiber was attached to the laser and when the surgeon began lasering, a flame was noted at the machine, where the fiber connects. The flame was extinguished with a wet gauze. There was no fire reported. There was no report of any injury to patient or personnel.

Manufacturer narrative:
Laserscope's customer service engineer visited the site and found the laser working properly. The cse found the accustat fiber had been severed/burned within half an inch of the plastic distal connector. No contamination was found at the output optic. No injury was reported. The accustat fiber was not returned to laserscope for evaluation. Laserscopes accustat product insert states the following under instructions for use: "5. Before beginning with the surgical procedure, the accustat should be checked for damage during shipment. While the aim beam is activated, direct the beam at a nonreflective service from a distance of less than 1 inch. If the aim beam is not seen, or if a glow is detected anywhere on the length of the cable, the device may be defective, and should not be used." And, under warnings: 1. Do not probe or attempt to retract tissue with the accustat. To do so may result in fiber breakage. 2. Do not reuse or cleave the exposed fiber. 3. The accustat is a glass fiber and any damage to the jacket or fiber core will result in the emission of uncontrolled laser energy. 4. Do not wrap any unused length of the fiber in drapes or cloth. 5. Do not attach the fiber directly to the surgical drapes with a crushing clamp such as a hemostat. 6. Do not place or drop instrumentation onto the fiber. 7. Never lean against the fiber. 8. Doing any of the above may damage the fiber and result in a concentration of heat. This can lead to drape fires and/or patient burns. 9. Do not exceed 10 watts." Records of lot number identified have been archived and will be retrieved and reviewed. If anything unusual is found, laserscope will file a follow-up report. There has been no other reports of this type of incident with the accustat fiber.